Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. The customer received a lower sensor scan result of 111 mg/dl compared to a reading of 444 mg/dl obtained on a healthcare professional (hcp) meter. As a result, the customer was unable to self-treat and was administered an insulin injection (dose/type unspecified) by their caregiver. The customer was then seen at a hospital where "drip-feeding" and insulin injection was administered for the diagnosis of hyperglycemia. No further treatment was reported. There was no report of death or permanent impairment associated with this event.